Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Due to corrosion on the connector, the endoscopic image was not displayed. Additional evaluation findings are as follows: the front panel was damaged, and the top cover had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the light source did not recognize the endoscopes. The event was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation the scope detection did not work and no image was displayed, however a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.